Event description:
It was reported that there were concerns that this pacemaker exhibited premature battery depletion (pbd) as there were concerns of the device's longevity. Technical services (ts) was not able to review the reports as the patient was not on latitude. The representative requested for the device data. The data has yet to be sent. The device remains in use. No adverse patient effects were reported.